Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 23cm glidepath d/l catheter kit was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. A crack was noted on the introducer needle hub. Upon infusion, leaks were observed from the introducer needle hub. Also, the hub of the safety introducer needle was noted to be cracked and was received in two segments. Therefore, the investigation is confirmed for the reported fluid leak issue and identified fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. During a dialysis catheter placement procedure, the puncture needle was allegedly found leakage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath. During a dialysis catheter placement procedure, the puncture needle was allegedly found leakage. There was no reported patient injury.